Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report and code ¿4114¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the main lamp not working could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported on behalf of the customer that the emergency lamp was activated from time to time on the evis exera iii xenon light source. The reported issue occurred during maintenance. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The field service engineer (fse) had an onsite visit and found the main lamp working normally, but the lamp was replaced due to the occurrence and the unit was operational. The fse stated that the main lamp does not work, but the backup lamp worked. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.